Event description:
The clinic reported that air passed the "uabd" with no alarm condition. There was no pt injury or medical intervention. Gambro technical services found no functional problem with the machine.